Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 400mg/dl. The customer declines to trouble shoot high blood glucose levels. The customer states changing to a new box of mio infusion sets and is using a lot of insulin. The customer mentions running ketones everyday and experiencing the high blood glucose levels. The customer will not return insulin pump for analysis.